Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare provider (hcp) regarding an event which occurred during a olif procedure in a patient diagnosed with lumbar spondylosis. It was reported that the product was able to be used at the l4 / 5 without any problems, but hcp complained that the handle on the bed rail clamp side ran idle no matter how much it was tightened, the handle when connecting the retractor base and the flexible arm at l3 / 4. Although it was a little unstable, arm was able to be fix, so the hcp was told not to tighten it any more and continued the operation, and the cage insertion was completed safely. All the retractors for the l2 / 3 approach were removed and tightened the handle on the bed rail clamp side when trying to re-set at l2 / 3, but it was disassembled and became unusable. Fixation was performed without problems at the first intervertebral space, but when using the product at the second inte rvertebral space, it became idle, and when it was tightened again at the third intervertebral space, the handle was disassembled. Therefore, the product was not used, only the vertebral body pin was used, and the operation was completed without any problem. No patient injury / complication was reported.

Manufacturer narrative:
H3: part # 9561524, lot # my18j001 visual and optical inspection confirmed the flex arm was returned damaged. The handle of the large knuckle has broken at the pin welds. The small knuckle was able to be tightened and loosened without any issue. It appears the large knuckle was over tightened causing the handle to break. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.